Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. It was noted there was diagnostics mismatch with under-reporting of atrial tachycardia (at)/ atrial fibrillation (af).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient went into atrial flutter, however, the physician was unable to determine when the arrhythmia began due to underreporting of atrial high rate episodes from the implantable pulse generator (ipg). It was noted the true af burden the patient was experiencing was different than what the ipg was showing/recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.